Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit failed safety disk fails pim leak test .there was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) stated during scheduled pm service he found that the membrane leak test would fail during the pim test sequence, multiple times. To resolve issue he replaced the safety disk and completed a full pm, all tests passed to factory specifications. Device was returned to the customer and released for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received part safety disk, drive side with a reported unit failure of failing the membrane leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part safety disk, drive side into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. After the all manifold test was completed, the fat observed that the membrane leak test passed with the result of 3mmhg. The factory specification is +-6mmhg. The fat could not replicate the failure that the customer experienced. The safety disk passed testing. Retained the safety disk in the failure analysis and testing department per procedure number (B)(4) rev. An. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.